Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor readings compared to unspecified results from an adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of sinus tachycardia, blurred vision, dizziness, cold sweats, pallor, and general weakness. The customer was unable to self-treat and had contact with a healthcare professional who provided a capillary test of 318 mg/dl and administered 500 ml of physiological serum industrially for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.